Manufacturer narrative:
The wrap has not been returned for evaluation. The investigation is not yet complete. Page 1-2 of the manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." Should additional information become available, a follow-up report will be provided. We will continue to monitor similar reports of this nature for any trends and take further action if required.

Event description:
The user facility reported that the infant curewrap was leaking.